Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 26th april, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the paint was chipping from arms and the headlight seal was missing. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - axcel. It was stated the paint was chipping from arms and the headlight seal was missing. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the paint chip or paint damages are probably due to collisions (by misuse). To prevent any similar incident, it is recommended to avoid the collisions between the devices. About the missing main cover seal, due to a lack of information and photographic evidence, it's difficult to know the cause. The seal has probably deteriorated over time through normal wear and tear. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).